Manufacturer narrative:
Film analysis summary: the reported positioning difficulties could not be confirmed due to the limited images provided. The absence of complete pre-implant CT scans prevented a more comprehensive assessment of the pre-implant anatomy. Additionally, procedural angiograms showing attempts to advance the device through the vessel were not available for evaluation of the reported positioning difficulty. It is possible that the calcification observed within the right access vessels may have contributed, but this could not be confirmed. The reported coating issue could not be assessed based on the films provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 60mm aneurysm. It was reported that during the index procedure, after the stent was opened and wiped with saline, the hydrophilic coating was observed to be uneven and not fully activated. The physician attempted to use the device without a sheath; however, it failed to advance into the external iliac artery. The blood vessel was noted to be calcified and have a diameter of >8mm. A 10mm balloon-expandable stent was used to ensure the diameter of the access vessel. Per the physician, the device could not be advanced due to a weak hydrophilic coating. It was noted that it felt less slippery than usual after being wiped with saline. No additional clinical sequelae were reported, and the patient will continue to be monitored.

Manufacturer narrative:
Update to coding - h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.